Event description:
Surgeon drilled and overdrilled over the kwire but couldn¿t advance the screw past the fracture site. He then tried to remove it but was not able with the regular screwdriver and the solid screwdriver. The screwdriver blade was not catching onto the blade. He remove the screw with scissors. He then redrilled over the kwire, used the tap and gave it a shot again. He inserted the screw but could not compress while on compression mode. After multiple attempts, I realized that the tip of both of the screwdriver blades were stripped. I had an extra non-sterile screwdriver blade that we were able to flash and use.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that cannulated compression screw was alleged of issue s-41 (poor fixation) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history / labeling was not possible because the lot number was not communicated. No corrective actions are required at this time. Note that the screw was not the problem, as indicated by the surgeon; ¿after multiple attempts, I realized that the tip of both of the screwdriver blades were stripped. I had an extra non-sterile screwdriver blade that we were able to flash and use.¿ if the device is returned or if any additional information is provided, the investigation will be reassessed. If any further information is provided, the investigation report will be updated. Device not returned.

Event description:
Surgeon drilled and overdrilled over the kwire but couldn't advance the screw past the fracture site. He then tried to remove it but was not able with the regular screwdriver and the solid screwdriver. The screwdriver blade was not catching onto the blade. He remove the screw with scissors. He then redrilled over the kwire, used the tap and gave it a shot again. He inserted the screw but could not compress while on compression mode. After multiple attempts, I realized that the tip of both of the screwdriver blades were stripped. I had an extra non-sterile screwdriver blade that we were able to flash and use.